Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad buttons were found to be intact with no evidence of peeling or damage. All keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and there was no evidence of contamination on the key contacts. Unrelated to the complaint, the bolus button was found to be intact; however, due the keypad button issue, the testing was unable to be completed on the audio bolus button. Also unrelated to the complaint, the display lens was found to be leaking. There was also evidence of moisture corrosion found inside the pump and on display board near the keypad connector and the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The down, up and ok keypad buttons reportedly were under-responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.